Event description:
A surgeon reports the inlet of a hydrus microstent is buried in iris, causing 2+ pigmented cells with patient¿s iop uncontrolled on max topical therapy including diamox. The surgeon attempted to explant the malpositioned hydrus microstent from the patient¿s left eye on (B)(6) 2023; however, it would not remove and ultimately left the device in place and the patient underwent cpc (cyclophotocoagulation). After cpc the patient¿s prognosis is good, iop is controlled. The treating surgeon is not the implanting surgeon, the original hydrus surgery was performed 2 years ago.

Manufacturer narrative:
The device lot number was asked for and not provided; therefore, a device history record review could not be conducted. The hydrus microstent remains implanted; therefore, no evaluation can be performed and no results can be obtained. Malposition, elevated iop, decreased visual acuity and secondary surgical intervention, are all listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).